Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events of endophthalmitis and fibrosis are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts implantation in unknown eye. During post-operative year one, patient underwent bleb open revision to remove follicular scarring and restore aqueous humor drainage. 5 months after revision surgery, patient experienced deteriorating vision due to an intraocular infection (which hcp speculates was caused by conjunctival wounds from revision surgery) and underwent surgical treatment.